Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an issue with their insulin pump. The customer stated they had a stuck button alarm and inaccurate readings from the sensor. Blood glucose value was 110 mg/dl at the time of the incident. The device will be replaced and returned.